Event description:
The incident was reported by distributor as: pt had sought medical attention and was diagnosed with ureteral lacerations most likely caused by a rough edge on the catheter. No further info. Available.

Manufacturer narrative:
The device sample was requested, but not received or evaluated at the time of this report. Evaluation is ongoing, and a f/u report will be sent if sample is returned for investigation.